Event description:
Reference number (B)(4). Event occured in the united states on (B)(6) 2024, it was reported that the patient encountered infusion sets's tubing were kinked. Patient was hsopitalized due to high blood glucose level reaching upto 700mg/dl. Patient had large ketones level as well. Patient had symptoms like diabetic ketoacidosis, loss of consciousness, frequent urination, nausea, and disassociation. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.